Event description:
It was reported that the communicator and power cord melted, stripped, and blew up because of a lightning storm. A boston scientific company representative reported that no physical injury nor medical treatment was needed. The patient also reported several damaged electronics and heard a big boom in the house. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.